Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot#: 082211120a, product type: accessory. Other relevant device(s) are: product ID: 924256, serial/lot #: (B)(4), ubd: 20-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the tightening of the stimloc base screws the tip of one screw broke, therefore it could not be secured. The doctor requested a second and the same thing happened. To solve the problem the doctor combined the two screws that had not broken. The same situation happened to them in the right and left trepan. The doctor had to use a total of four stimloc screws.